Event description:
The doctor claims that four years after the implantation of the hemashield graft for an abdominal aortic aneurysm replacement, a pnesudoaneurysm formation was found. The graft was left in. The co has learned that although the doctor does not believe the graft was the cause of the pseudoaneurysm, which was located at the anastomotic site of the graft and the pt's vessel, this location indicates may have been graft-related. In addition, the catalog and batch number are unknown and appear, at this time, to be unattainable. Note: the incident date has been approximated since it was not reported and no further info appears, at this time, to be attainable.